Event description:
It was reported to boston scientific corporation that during a procedure using a segura hemisphere stone retrieval basket, the basket opened and closed 3-4 times, but then when it grasped a stone that was too big for it, the basket failed to open to let the stone go. The procedure was completed with a different device, and the patient was reportedly "ok" post-procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot shows no evidence of a manufacturing-related potential cause for this event. Evaluation of the returned device confirmed the customer complaint; the sheath was buckled near the handle, preventing the device from functioning. The root cause for this event could not be determined.